Event description:
In late 2007, pt had a 5x6 spherical balloon rupture after 3 fractions. This balloon was removed and a 5x7 ellipsodial balloon was placed in the pt. The pt successfully completed her treatment. Incident did not result in a pt injury. Balloon rupture is an anticipated adverse event per the instructions for use.

Manufacturer narrative:
Balloon rupture during brachytherapy of the breast is an anticipated event. The balloon in this event was evaluated including a review of the DHR, visual inspection, sem images and chemical analysis of the material. This product is part of an irb approved study and occurred at a clinical investigation site. Pt successfully completed her treatment.